Event description:
A dr had implanted a memorylens in a pt's right eye in 1999, which lens has opacified. At exam in 08/2002, the pt's visual acuity was reported as 20/80. The pt has a pre-existing medical history of diabetes. The dr is planning to explant and replace the lens at some point in the future.